Event description:
Reference number (B)(4). Event occurred in saudi arabia. It was reported that the patient experienced hyperglycemia on (B)(6) 2026, with levels remaining elevated for one to two hours.the insertion site was abdomen.the blood glucose level was 250 mg/dl and the patient got treated with insulin pump. No further information is available.